Manufacturer narrative:
The z6ms transducer referenced in this report was returned to siemens for investigation. During visual inspection, no visible damage was found on the articulation sleeve area. System testing was executed and no system error was able to be reproduced. Additional functional tests were conducted and the transducer was confirmed to be performing to its specifications. Based on the results of the investigation, there was no trouble found as the root cause of the reported error could not be identified. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process. Reference complaint # (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during equipment testing, the ultrasound system froze when the transducer was connected. The problem intermittently occurred multiple times. There was no study being performed and there was no patient in the room when the reported issue occurred. No additional information was provide.